Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was not previously serviced for the reported condition. However, the batteries and battery harness were replaced during previous servicing.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a condition of "batteries" was confirmed by baxter quality engineering as failure code 570:320:844:0000. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (B)(6) 2011. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a condition of "batteries," which was found in the general patient ward. Upon reviewing the pump's event history, baxter quality engineering discovered that failure code 570:320:844:0000 interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.